Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: no battery cap was returned with the pump so a test cap was used to complete investigation. The test battery cap is able to fully tighten and the battery compartment was intact. There was evidence of a partially discharged battery being installed observed in black box on 09/06/2014. The current draws for the pump were found to be within specifications. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.